Event description:
The device was returned because it was not detecting door latch closure. The results of the investigation found that the device's downstream occlusion (dso) seal was detached, and the air detector was defective. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal and a defective air detector. The dso seal was replaced, and the sensors were calibrated to fix the issue.